Event description:
Falsely negative (-) urine test results from two patients. Patient b had performed a home pregnancy test (test name was not provided). The result was positive (+). Both patients had a urine sample tested with the icon 25 hcg test kit. The hcg results for both patients were negative (-). The urine samples were not a first morning void. The patients were sent to a hospital lab for a beta-hcg serum quantitative test; the results for patent a and b were 200miu/ml and 260miu/ml respectively. No change to the patient treatment was reported that can be attributed to this event.